Manufacturer narrative:
The carefusion tech support EU representative evaluated the ventilator and confirmed the unit was having high vte and the graphic was below the baseline. Checked all the calibrations and most of them were off, especially the blended gas pt. Found that the positioning of the transducer tubing was causing the high flows and alarms. Corrected the positioning of the tube and the graphics returned to almost normal levels. Replaced the flow sensor and the diaphragm.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator gave high and inconsistent readings of leakage. No patient involvement.